Manufacturer narrative:
Correct MDR number related to this report. . A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "implant removal from textured to smooth due to the concerns of the product" and lump (side unknown)" not device related. Patient later reported "contraction" and the implant is "hard as a rock." Device remains implanted. This relates to the left side.